Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in late-may 2015. The device was explanted without incident.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection found that all of the seal plugs and all of the setscrews operated normally. Lead seal witness marks indicated that all leads were fully inserted. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage on the date of explant was lower than expected (2.683 volts). At the time, the device was capable of delivering pacing output; however, shock therapy was not available. End-of-life (eol) was triggered by charge time. Due to the low battery state, a series of automated electrical/functional tests were not conducted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Boston scientific technical services proactively reached out to the field representative to notify them of this finding and recommend device replacement. At this time, the device remains implanted and no adverse patient effects were reported. Information was received from the local representative that the physician is aware of the situation and plans to continue monitoring the performance of this device. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
The device was received at boston scientific's return product department.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned to boston scientific.

Manufacturer narrative:
(B)(4) the device is currently undergoing laboratory testing.